Manufacturer narrative:
The device subject of this complaint is not available for return to steris endoscopy for evaluation. The device history record was reviewed and confirmed the device lot was manufactured to specification. There have been no other complaints associated with this lot. Statements in the instructions for use include: "short strokes, 1"-1.5" (2.5cm - 3.8cm) in length, are recommended throughout device passage to avoid catheter kinking. Before reinserting the device into the endoscope, check to confirm that the needle and snare function and that they are in a retracted position." Steris endoscopy has offered in-service training on the use of the isnare system - hexagonal snare to the user facility; however, the facility has declined. No further issues have been reported.

Event description:
The user facility reported that the snare loop of an isnare system - hexagonal snare became stuck on a polyp during procedural use. The user facility reported that an additional snare was used to free the snare loop and complete the procedure. There was no reported harm to the patient or user of the device.